Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tenaculum forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died of a cardiac event early in the procedure. The cause of death is believed to be cardiac in origin and no intraoperative complications or injuries are reported. There is no allegation of any intuitive surgical products or instruments contributing to this event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that approximately 20 minutes into a da vinci-assisted myomectomy procedure, the patient's blood pressure suddenly dropped during fibroid extraction and the patient coded. The da vinci system was undocked and removed. Intravenous medications and cardiopulmonary resuscitation attempts were performed, but were unsuccessful and the patient expired. The surgeon reported the cause of death as acute heart failure due to acute myocardial infarction. The surgeon documented that they do not think that a da vinci system, instrument or accessory caused or contributed to this event.